Event description:
Per the clinic, the patient experienced poor magnet retention issue. Subsequently, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2026; in order to reposition the device. The implanted device remains.